Manufacturer narrative:
Investigation: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued.

Event description:
It was reported that the 30ml bd luer-lok¿ tip syringe contained only "29.2ml" of medication, and the plunger resistance was high. The syringes were reportedly used by the facility to dissolve powdered medication and administer chemotherapy, and the measurements were found to be off by ".2ml - .5ml". This complaint was created to capture 1 of 4 related incidents. The following information was provided by the initial reporter: we have issues with bd syringes in oncology: 10, 20, 30ml formats. They do not contain what they say they should contain. We did tests and e.g. Your 30ml syringe contains 29.3ml. We tested them with water and then used a scale to verify our findings. There is also a 2nd issue that relates to resistance. The resistance is very high on 20, 30, 60ml syringes. There could be a lack of lubricant. Additional info rcvd 4/25: the 30ml contains 29.2. The volume marked in the syringe is inferieur to the actual volume needed. These syringes are used to administer medication and the risk can be over or under dosage in the patient. These syringes are also used for dissolving powdered medication and can cause the risk of wrong mixture quantities. They are also used to administer chemotherapy medication and can run the risk of under or over dosage. The measurements are off from .2ml - .5ml.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 30ml bd luer-lok¿ tip syringe contained only "29.2ml" of medication, and the plunger resistance was high. The syringes were reportedly used by the facility to dissolve powdered medication and administer chemotherapy, and the measurements were found to be off by ".2ml - .5ml". This complaint was created to capture 1 of 4 related incidents. The following information was provided by the initial reporter: we have issues with bd syringes in oncology: 10, 20, 30ml formats. They do not contain what they say they should contain. We did tests and e.g. Your 30ml syringe contains 29.3ml. We tested them with water and then used a scale to verify our findings. There is also a 2nd issue that relates to resistance. The resistance is very high on 20, 30, 60ml syringes. There could be a lack of lubricant. Additional info rcvd 4/25: the 30ml contains 29.2. The volume marked in the syringe is inferior to the actual volume needed. These syringes are used to administer medication and the risk can be over or under dosage in the patient. These syringes are also used for dissolving powdered medication and can cause the risk of wrong mixture quantities. They are also used to administer chemotherapy medication and can run the risk of under or over dosage. The measurements are off from .2ml - .5ml.